Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission with a device that was far field r-wave oversensing on the atrial lead. There were ams events induced by the far field r-wave oversensing. The patient did not received high voltage therapy. Programming changes will be implemented the next office visit. The patient will continue to be monitored.